Event description:
It was reported that the transmitter did not blink when a sensor was inserted. Insulin pump alarmed for lost sensor. Blood glucose reading was 20 mg/dl. Another sensor was inserted and the transmitter functioned correctly. The sensor was removed and there was no cannula on the sensor pad. Advised to monitor and consult health care professional for possible examination. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used sensor was inspected and it was not the sensor was broken near the sensor base. The broken part was missing, unable to confirm if the customer received the sensor in said conditions as it was open and or used.